Event description:
It was reported to medtronic minimed that the customer reported blank display, a crack on the battery tube side, battery tube threads, damaged battery cap, and metal contact in the battery cap was missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The damage was affecting/impacting pump functionality. Instructed the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Blank display due to damaged battery tube. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, broken belt clip rails, battery cap contact damaged. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed battery cap contact damaged/separated from battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.